Event description:
First unit opened and loaded every other clip. Second unit opened with same lot and loaded every other clip. Third unit opened and worked. Pulled all stock from shelf with lot#p4j0816 and provided this to the rep for review of used and unused items.